Event description:
It was reported that loss of capture was observed via a remote transmission. The patient was brought in-clinic and lead dislodgment was noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was okay after the event.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.